Event description:
The customer reported that the system displayed a communication error and would not perform fluoroscopy x-ray. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was adjusted. The system was tested and found to be working as intended and put back into service.